Manufacturer narrative:
Technical support found the issue was related to the small form factor . This report is related to recall 2183926-08/19/2016-073-c/z-1142-2017. The resolution of switching the driver back to the legacy driver is the resolution. According to information received from the customer, switching back to the legacy driver seems to have resolved the issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus caeras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 24oct2017, merge healthcare was notified that camera was freezing mid procedure. The system was switched back to the legacy driver, as outlined in recall z-1142-2017. It was originally thought the complaint has been called in previously in another case ((B)(4)). Follow-up occurred with the account and on 04dec2017, the account reported that this issue was actually a separate issue for another location. The account reported that before the legacy driver switch, the issue was occurring randomly and unexpectedly and at numerous times. According to the customer, the issue led in rescheduling of patients for fa (fluorosceine angiogram) exams. To date, the issue has not occurred again. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures, in a timely manner. No patient harm occurred as a result of this issue. (B)(4).